Event description:
The procedure performed was a craniotomy, left temporal. "After the pt was positioned in the lateral position, the pin headrest was applied. When attaching the headrest to the base unit-a scalp laceration was noted. This occurred with the first and second application." Two lacerations were reported, a 3-4 cm and 1 cm. Both lacerations were in the location of the left occipital. The scalp lacerations were sutured with mylar.